Event description:
Reporter indicated that pt's heart rate has increased from 88-112 beats/min to 120-124 beats/min. The pt's device was programmed to on the same day of implant surgery to the lowest normal mode output current (0.25ma). Treating neurologist indicated that there is no clear reason for the event, but that it was doubtful that it was related to the vns.